Event description:
The customer reported that the device has shock button and therapy cable issues. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device has shock button and therapy cable issues. There was no report of pt impact or involvement. Philips evaluated the device and could not reproduce the reported symptom. The therapy cable and port showed signs of wear and were replaced at the discretion of repair personnel. We cannot determine the cause because the symptom could not be reproduced and more than one part was replaced.